Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this annuloplasty ring, the ring was implanted and explanted. The reason for explant was not reported. No adverse patient effects were reported.